Event description:
It was reported that during in-clinic follow-up, the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed, but the issue wasn't resolved. The patient's condition remained stable.